Event description:
A patient was being transported into a medical helicopter for transport to another hospital, when the alaris IV pump failed. The pump was infusing norepinephrine when it "locked out," and would not pump. The pump was reporting "channel not available." Another channel was selected, and the pump again indicated "channel not available." The patient was quickly brought back into the hospital's ICU, placed on a different IV pump, and reassessed. After clearance, the patient was taken to the helicopter and transferred to another hospital. The pump in question was immediately removed from service and sent to our clinical engineering department for analysis.